Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen had a dead spot and calibration efforts were unsuccessful. The fse replaced the touchscreen and user interface and the issues were resolved.

Event description:
It was reported that the touchscreen had an area that was unresponsive and a dim display. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 17may2019, date rec¿d by MFR : 10may2019. A touchscreen assembly was returned for analysis. An investigation was performed and the root cause was isolated the touchscreens resistance was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.